Manufacturer narrative:
Reported event: an event regarding dislocation involving a metal head was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: revision surgeries were confirmed x 3. The original revision appeared to be for an infection. The second revision for recurrent dislocation and the reasons for the third revision were not entirely clear. At that final revision, stem-polyethylene impingement was noted with fracture of the constrained liner and burnishing of the stem¿s neck. Root cause: while the root causes could not be completely defined by the materials provided, it appeared that the root cause of the first revision was infection and the second recurrent dislocation. The root cause of the third revision could not be defined. The impingement of the stem-liner noted at the third revision may well have been to result of differing root cause for the revision. [...]" -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical information by a clinical consultant confirmed the dislocation event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and pre- and post-operative x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a dislocation of their left hip. The acetabular cup was removed and a cement in cement revision performed using a 48mm cemented constrained cup. The hip was reduced with a 22 + 3mm stainless steel head. Update 14/jan/2022: medical records indicate that the exeter stem was not revised during this procedure. Timeline of events per medical records: first revision on (B)(6), 2014 due to infection, second revision on (B)(6), 2014 due to recurrent dislocations (this pi), and third revision on (B)(6), 2021 due to constrained liner impingement which had lead to excessive plastic wear and the liner's locking ring breaking.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a dislocation of their left hip. The acetabular cup was removed and a cement in cement revision performed using a 48mm cemented constrained cup. The hip was reduced with a 22 + 3mm stainless steel head.